Manufacturer narrative:
Investigation results. Analysis revealed the product was received in its original sealed pouch with no visible anomalies. It was confirmed that this device did not represent a complaint event and was simply a product return. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that a sensation medium crescent snare was used during an endoscopic mucosal resection (emr) procedure. According to the complainant, during the procedure, when current was delivered, the snare loop broke. It was also noted that the snare could not be securely attached to the active cord. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. It was reported that the patient had ¿no injury¿ at the conclusion of the procedure.

Manufacturer narrative:
UDI =(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium crescent snare was used during an endoscopic mucosal resection (emr) procedure. According to the complainant, during the procedure, when current was delivered, the snare loop broke. It was also noted that the snare could not be securely attached to the active cord. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. It was reported that the patient had ¿no injury¿ at the conclusion of the procedure.